Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs: 2937457-2014-01239, 2937457-2014-01240, 1225714-2014-05174,1225714-2014-05175, 1225714-2014-05176 and 1225714-2014-05177.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 during use of the product and a cardiovascular event on or about (B)(6) 2012 and subsequently expired after the use of the product.